Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Posterior spinal fusion. Procedure: revision of growing rods for definitive fusion. Surgeon removed an expedium 4.5 screw 6x45mm from the patient right iliac crest, then used a 7mm tap and placed an 8mm x 55mm di screw. The driver was removed and surgeon requested a driver to back out the screw, on attempting to do so, realised the tip of the previous driver had broken off in the insitu screw. Surgeon attempted to remove the fragment but was unsuccessful. The option of removing the entire screw was offered, he refused. Five minutes delay, nil adverse outcomes reported at this time. A (B)(6) year old female patient. Wheelchair bound, paraparesis. Patient has had various revisions for growing rods.